Event description:
The patient was three months post-operative and was performing self administered physical therapy at home. During forearm supination exercise, the head component dislocated from the stem. Surgery was completed to replace the head and the surgeon was pleased with the outcome.